Event description:
Healthcare professional reports capsular contracture baker grade ii and lymphadenopathy.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture, silicone migration.

Event description:
Patient reported "has had multiple issues with breast implants"..."looking at breast implant illness, has all the symptoms from there" .."skin conditions, extreme itching, hardening of the breast, tingling...", "currently has a scaly rash under the right breast, this is the third time patient had this type of rash. Patient had these symptoms concurrently since 10 years ago, they've been on-going but have been gradually been getting worse over the last 4/5 years in particular."..." Also has capsular contracture and the right breast implant is ruptured."..."the implants are very small and were to correct a deformity, it's not the weight of the implants causing the issues. Patient is having the implants explanted and is waiting on a date for this". Patient additionally reported chronic shoulder pain" and "extreme fatigue"; these events are unrelated to the device. Healthcare professional reported "a smooth lump within the right axilla", and " a silicone uptake in the lymph node". Device remains implanted. This record relates to right side.